Manufacturer narrative:
The ge representative conducted an on site investigation. The connector in the power plug was tightened and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that when the foot pedal was used on the 9900 system that the previous image would show up and the screen would go black. No patient injury was reported.